Manufacturer narrative:
This ipg serial number is included in field advisories: 1627487-12192011-003-r and 1627487-07262012-002-r. (B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. (B)(4).

Event description:
It was reported the patient lost weight and the ipg became superficial. The patient experienced discomfort due to the location of the ipg. As a result, the patient will undergo surgical intervention.

Event description:
Follow-up revealed the patient's ipg was explanted and replaced on (B)(6) 2016 with a different model. Post-operatively the patient recevied effective stimulation.